Event description:
The clinicians were attempting to defibrillate a patient (age and gender unk) but, after charging to the selected energy, the device would not discharge. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.